Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during central processing procedure, the 8 mm permanent cautery hook instrument (pch) was not articulating correctly. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The permanent cautery hook instrument was analyzed and found that the dislodgement of the cable crimp was contributing to the customer reported issue. Specifically, the cable crimp from the wrist control cable at the grip hub was found to be dislodged. Although the cables may appear broken, they are not; the crimp remains inside the welded grip. This dislodged crimp impairs proper articulation of the instrument. The probable root cause is attributed to the instrument experiencing more load than anticipated. The cable crimp can become dislodged due to back-driving of wrist and joggling joints with the insertion axis. Applying excessive force on the instrument shaft and/or tip during handling, insertion, usage (overloading), or removal can also cause the crimp to dislodge.

Event description:
Refer to h11 for follow-up information.